Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/7 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp's transfer set became disconnected from the patient line of the homechoice set during a drain cycle of their apd therapy. The patient line of the homechoice set fell to the floor. Hp then reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no pt injury or medical intervention was associated with this incident.